Event description:
It was reported that surgeon inserted 4.0 locking screw initially by hand and proceeded to finish by power and broke tip of the screwdriver shaft.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.